Event description:
It was reported that during a coronary orbital atherectomy procedure, a portion of a csi coronary viperwire guidewire was left in the patient. There were focal lesions located in the circumflex artery and in the left anterior descending (lad) artery. The physician successfully treated the circumflex artery using a csi orbital atherectomy device (oad). The physician then pulled back the viperwire guidewire and advanced it into the lad. The physician attempted to advance the oad over the guidewire to the site of treatment, but could not do so. He then turned on the oad to try and spin it over the guidewire for treatment, but a portion of the viperwire sheered off in the patient. Attempts were made to snare the guidewire section, but were unsuccessful. The remaining guidewire section was left in a diagonal artery, not affecting the patient in any way. The physician completed the intervention by placing a stent in the lad. The patient status remained stable throughout the procedure. A request was made to the facility for additional information, but was denied per facility policies. The facility is conducting their own internal analysis of the device and wire, and will release them to csi upon completion.

Manufacturer narrative:
The facility will be releasing the device to csi upon completion of their internal analysis. The device history record for this oad lot number and the material inspection report for the viperwire lot number have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The devices met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Device analysis: the oad was returned with the original saline line and guidewire. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage that would have contributed to the reported event. Further examination revealed that the crown and driveshaft tip bushing remained intact and undamaged. Biological material was observed on the crown and driveshaft. Examination in the area of the adhered tissue did not reveal any damage that would have contributed to the accumulation. The initial visual and tactile evaluation of the guidewire identified a fracture in the guidewire core at the distal end. It was also identified that the spring tip section was missing. The returned length was 323.9cm. The distal guidewire 1.1cm segment and spring tip were not returned for analysis. Further examination confirmed adhesive residue was present. The damaged guidewire section was sent for scanning electron microscope (sem) analysis. Sem analysis identified torsional overload at the fracture site. An in-house 0.012" test guide wire was loaded through the oad and resistance was met near the crown due to the biological material. When tested using an in-house saline pump, the device spun at low and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation the root cause of the guidewire fracture could not be conclusively determined. (B)(4).